Event description:
The pt was transported to the hosp on 11/27 at 8/p at I/p because he allegedly blacked out" his meter and different brand test strips (lot # 16216b) read 200 mg/dl approx 10 minutes prior to transport, for which the pt took 5u regular insulin. Upon arrival, a hosp meter reading (brand unk) was 24 mg/dl. He was admitted through ER and treated with "an intravenous fluid" (unknown contents). The pt was released on 11/29. The meter is allegedly cleaned correctly however, the control solution used to verify accuracy of test strips has never been opened. Calibration status of the meter is unk at this time.